Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 08-, prior to explant. Ramware version 3 was installed on (B)(6) 2011. High battery impedance leading to eri. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion. One year ago the battery voltage was adequate but at follow-up today the device was at end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance.